Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire system was explanted and replaced. It was discovered that the leads had become fractured due to the ipg flipping in the pocket. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report: 3006705815-2021-04020, related manufacturer report: 3006705815-2021-04021. It was reported that patient¿s device flipped in the pocket and high impedance issue was observed on the contacts of the lead. Upon x-ray migration was ruled out. Patient denies any traumas or falls. A surgical intervention is anticipated for the ipg pocket site and lead migration. No additional information is available at this time.